Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, the device failed a test step during testing. The evaluation found that the grey removeable foam was not correctly installed. The active exhalation control module (aecm) has been replaced due to failed test. Device passed all testing.